Event description:
Servo-I vent 688670 malfunction: respiratory therapist (rt) called to patient's bedside due to "patient not looking good", per rn. Rt got to bedside, and disconnected patient from ventilator, and ambu bag with 100% fio2. Before disconnecting patient, rt looked at monitor on ventilator and it looked like the patient was disconnected but the vent was not on standyby. Once patient was stable, ventilator was looked over for loose connection, tightness of tubing, or other visual indicators for a leak; however a leak was not detected. Patient was placed back on ventilator and it the ventilator was taken off standby. Patient was immediately taken back on mechanical vent after the vent displayed the same flow/volume loops as if the patient was disconnected without placing the vent on standby. Ventilator was removed from room while patient ambu with 100% fio2, a new ventilator brought in and placed patient on mechanical ventilation with no acute issues with replaced vent. This is associated with clinical engineering work order (B)(4). Clinical engineering technician ran a full operational verification and could not duplicate any issues.